Event description:
It was reported that following the replacement, the implantable neurostimulator (ins) was placed on (B)(6) 2015, the patient had gotten an infection. Symptoms included a fever and severe headaches. The infection was confirmed. This had been a sudden onset of symptoms. The patient had stated this had started in (B)(6) 2015 although this conflicts with the timeline of surgeries and patient may be confused. Both intravenous and oral antibiotics were administered. The system was explanted after the patient had been on antibiotics for a week. New implants were implanted on (B)(6) 2015. The patient had been hospitalized overnight as a result of the infection.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v476627, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID 3389s-40, lot# v475868, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: extension. (B)(4).